Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "screwdriver tip is broken and prevents sleeve support".

Manufacturer narrative:
Corrected fields: product available to stryker (d9) and reporting contact (g1). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "screwdriver tip is broken and prevents sleeve support".

Event description:
As reported: "screwdriver tip is broken and prevents sleeve support".

Manufacturer narrative:
Corrected field: product available to stryker (d9). The reported event could be confirmed, since the product was returned broken as reported. The device inspection revealed the following: he returned screwdriver shows normal traces of use. The movable blade is broken and was not returned. The breakage surface shows the structure of a brittle fracture (smooth surface, no plastic deformation), most probably due to a bending or torsional overload applied during use. It is worth noting that to prevent the bending, the device is laser-marked with do not lever. Relevant dimensions were measured and are conforming to specifications. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. Based on the investigation, the root cause was attributed to an user-related issue. The breakage shows signs of torsional or bending overload applied on the screwdriver during use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.